Event description:
Pump returned with a reported problem of "pump shutdown with alarm code 812:02 during use on a pt". No medical intervention needed and no pt injury resulted. No add'l details available.